Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: one used sample was returned for evaluation. A visual inspection revealed only the catheter sub-assembly was returned with blood remaining in the device. A microscopic inspection revealed that the catheter tubing was cut at 8mm and a cross section profile showed an irregular cut with some shrinkage and evidence of pulling. The ID/od of the sample was measured and no irregularity was found. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6144283. A manufacturing review revealed no abnormalities with the whole assembly process, preventative maintenance, incoming materials, or the packaging process. Conclusion: an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system 20g x 1.16 in. Was inserted into a patient and the patient received a contrast injection at a flow rate of 2-3ml/second through it at 9:00 am. A nurse found blood leaking near the insertion site and withdrew the catheter which was discovered to be broken. The patient had surgery to remove the broken catheter at 11:00 am.